Event description:
Pt's mother reported curlin pump was not working, curlin pump had run through its normal ramp up and infusion cycle and now saying complete but there is almost the full dose of the medication still in the hyqvia vial. Pump did not give any alarms or errors during the administration process that would advise that it was not working properly. Pt's mother stated only about 9-11ml of the full 50ml dose was administered. Partial/missed dose of the medication occurred. Pt's mother confirmed the pt did not experience any adverse side effects due to the faulty pump. Pt's mother confirmed the faulty pump is still in their possession and able to send back to cvs. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 5gm. Hyqvia indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - no; did pharmacy replace device? - yes; is device associated with event available for return? - yes.